Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.  The complaint was deemed as MDR reportable therefore a submission will be performed.  Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that insyte autog bc global bl 22ga x 1.0in blood control septum was not working properly. The following information was provided by the initial reporter: this is a report about a blood control septum defect of insyte autoguard bc. The customer reported as follows: after catheter placement for a patient, the hcp attached a syringe and attempted to collect blood; however, the blood control septum seemed not to be functioning properly and blood could not be collected. (B)(4) additional information we received additional information and correct event occurred on this complaint is as follows. According to the customer's report, the blood control valve didn't work when inserting the catheter into a vessel.